Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that one of his sensor cannulas broke during insertion. Blood glucose level at the time of the incident was 160 mg/dl. The customer was advised that the sensors would be replaced but did not send the products back for analysis.